Manufacturer narrative:
A CAPA and a scar have been raised to manage the investigation into this issue. The affected product was recalled unused. The affected batch has not been distributed in the us. A supplemental report will be provided.

Manufacturer narrative:
The investigation has been completed. (B)(4) was closed on october 05 2015. CAPA (B)(4) concluded that the issue associated with the modular femoral head neck label missing a + or - sign occurred as a result of operator error at riverside medical packaging, the packaging supplier. The corrective actions implemented were as follows: batch #(B)(4) parts) was returned to riverside medical packaging on certificate release no: (B)(4), for relabelling on (B)(6) 2014. The parts were relabelled and returned to stanmore implants on (B)(6) 2014. Effective (B)(6) 2014, riverside medical packaging implemented a corrective action requiring that a "prompt" window appears at the time of labelling preparation, requiring either a "+" or " -" (plus or minus) designation be selected for the modular femoral head neck. A subsequent audit of riverside medical packaging verified the implementation and effectiveness of this action. Please note: stanmore implants implemented a preventive action subsequent to the manufacturing date of the affected product, but prior to the receipt of the november 2014 complaint. Specifically, in (B)(6) 2014, stanmore implemented a change to sop 57. "Mets release to finished goods (rtfg)" which contained a requirement to inspect labelling for each delivery received from riverside medical packaging. Thus, as stated above, the complaint batch was manufactured in july 2014, prior to the (B)(6) 2014 revision to sop 57.

Event description:
This is a supplementary report to 3004105610-2014-00056. (B)(4).

Event description:
A report was received from a stanmore sales representative stating that there is a labelling issue with siw cocr femoral head component. It has been reported that the label is missing a + or - sign. The sales rep identified the potential labelling issue in stores at the health care facility.